Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead developed an infection. Subsequently, this lead, including the entire system was explanted, and a temporary pacing system is currently implanted until the infection clears. It was also noted that when this lead was extracted, a fragment of the lead broke off and was left in situ. No additional adverse patient effects were reported. This lead is not expected for return due to infection.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead developed an infection. Subsequently, this lead, including the entire system was explanted, and a temporary pacing system is currently implanted until the infection clears. It was also noted that when this lead was extracted, a fragment of the lead broke off and was left in situ. No additional adverse patient effects were reported. This lead is not expected for return due to infection.